Event description:
A temperature alarm identified as 15a was reported by the customer. There was no information provided regarding the impact on the customer's blood glucose level. The customer opted not to return the pump due to the warranty having expired.